Manufacturer narrative:
(B)(4). This is a report of a use error, where a home patient used expired minicaps. An expiration date is printed on the minicap over pouch and use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to follow the instructions on the label supplied with the dialysis solution and disposables for storage and preparation. Failure to follow the solution and disposable label instructions may lead to insufficient therapy or adverse clinical reaction. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient used expired minicaps. There was no patient injury or medical intervention associated with this event. No additional information is available.